Event description:
The threads on the threaded plate holder are bad. The surgeon cut his finger on the threads. Procedure was completed with another plate holder and without further incident.

Manufacturer narrative:
This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes or its employees that the report constitutes an admission that the device, synthes or its employees caused or contribued to the potential event described in this report. H10: additional narrative h3,h6: visual examination of the device found the conical threads have burrs and are deformed in one area. The threads are produced the deformation and burrs in one specific area by nature of the process. Product development noted the instrument is desgined to thread into a standard synthes locking hole for 4.0/5.0mm locking screws. The threads on the working end appear to be machined according to standards and not not appear to be sharp. Deformation to the threads in one particular area was noted. The deformation could not have occurred if the instrument was properly used and cared for.